Event description:
This complaint was initially ruled out because there was no indication that the product malfunctioned during customer service troubleshooting and there was also no allegation of an adverse event as a result of the reported issue. Mss reviewed pa test results for this complaint lifescan received the test strips involved with this complaint. The patient¿s test strips was evaluated on (B)(6)2014. The test strips involved with this complaint failed testing. The test strips were found to have results greater than 50% of the mean over the higher control solution range when tested with control solution. Additional tests were performed on the test strip vial to check the structural integrity and for possible moisture issue. The structural integrity of the test strip vial was found to be intact during a gross leak test. The desiccant within the subject vial was found to be intact by moisture and passed tga testing. There was no indication that the product caused or contributed to an adverse event. On (B)(6) 2014, a reporter for the lay user/patient contacted lifescan (lfs) (B)(6) alleging the patient¿s onetouch verio iq meter was reading inaccurately high. The complaint was classified based on the customer service representative (csr) documentation. Based on statistical methodology, the calculated difference of these glucose results falls within the expected value of <=30% and/ or <=30 mg/dl. The reporter/patient reported that the alleged issue began between (B)(6) to (B)(6) 2014. He reported testing on the subject device and observing a reading of ¿144mg/dl¿ and then tested on his back up meter, onetouch vita and observed a reading of ¿132mg/dl¿ within 30 minutes. Based on statistical methodology, the calculated difference of these glucose results falls within the expected value of <=30% and/ or <=30 mg/dl. The patient manages his diabetes with lantus and humalog insulin which he self-adjusts based on his meter readings. The patient reported that he increased his humalog insulin by 2 units in response to the alleged high readings. The patient reported developing symptoms associated with hyperglycemia; blurred vision and feeling tired.he reported self-treating with insulin (using his increased dose of humalog). At the time of troubleshooting the csr confirmed the meter was set to the correct unit of measure, the samples were obtained from the same approved sample site. Replacement products have been sent to the patient and subject products are pending return for investigation. This complaint was being ruled out as a reportable event due to the following conclusion(s): there is no indication that the product caused or contributed to a serious injury. The patient¿s symptoms and form of treatment correlated with the claim of high readings. In addition, there was no evidence that the product malfunctioned.

Manufacturer narrative:
Follow-up # 1 ¿ (12/03/2014) - device evaluation and additional informationthe patient¿s meter and test strips have been returned on 10/23/2014 and 10/16/2014, respectively, and evaluated by lifescan product analysis on 11/21/2014 and 12/1/2014, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. The test strips involved with this complaint failed testing. The test strips were found to have results greater than +50% of the control solution when tested with control solution. Additional tests were performed on the test strip vial and the desiccant to check the structural integrity and for possible moisture issue. The structural integrity of the test strip vial was found to be intact during a gross leak test. The desiccant within the subject vial was found to be intact, thus not the root cause for the control solution failing which was seen, and passed tga testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.